Event description:
Baby had a plastibell 1.4 circumcision performed on (B) (6) 2010 by dr (B) (6) ob/gyn. Dr (B) (6), attending family physician saw pt in the office as f/u routine visit and found the ring was below the glans. The glans had a blueish hue. Baby was sent to a hosp to see a urologist for ring removal - a ring cutter was used to remove device.